Event description:
The cardiologist attempted arteriotomy closure with techstar xl 6f device. While attempting to gain access and mark, he over-inserted the barrel into the arteriotomy. The patient was taken to surgery to have the device removed and the artery repaired. The patient did fine.